Event description:
Customer reported system will not make x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect and high voltage cables. System operates as intended.